Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received. The picture shows a catheter with pink wings and a connector. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ nexiva 20g catheter tubing was damaged. The following information was provided by the initial reporter: it was reported that there was an issue with the IV tubing.   Verbatim: it was a 20g nexiva field inserted line by ems. The patient came in for an abdomen scan into CT. The psi was set at 300 and 2.5 ml/sec. Issue with the IV tubing. The sample was not saved.